Event description:
The report received indicated that during the procedure, the biopsy forceps were opened without any trouble; some difficulty was encountered while closing the forceps. However, the product was returned for evaluation and the unit was received with the coil detached. Further investigation was conducted indicating that the physician was able to take one tissue sample successfully; however, when attempting to take a second sample the jaws of the device jammed and remained open. The physician spent over an hour trying to remove the device from the patient; eventually removing the handle and detaching the coil. The device was removed in a "normal" fashion without any adverse event to the patient.

Manufacturer narrative:
The product has been returned for evaluation; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.